Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient did not recharge their ipg as recommended. As such, the ipg became inoperable. Surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored.